Event description:
The pt's implant extruded through the skin flap. The skin flap was infected. The implant was explanted and the skin flap was revised. Reimplantation surgery is scheduled for 2/10/1998. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.